Event description:
Healthcare profession reports act result lower than expected with the hemochron response coagulation system. Pt test performed on the hemochron response instrument generated act results of 453 seconds in test well 1 and 332 seconds in test well 2. The result from test well 2 was lower than expected. A second hemochron response instrument was used for comparison testing and generated results of 461 and 462 seconds, which was as expected. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Act tube lot # not provided. Method code: actual device not evaluated. No related complaint trends identified. Result code: results pending completion of evaluation. Conclusion code: conclusion not yet available - evaluation in progress. Itc has requested all data required for form 3500a.